Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The rotator cuff is a group of muscles and tendons that surround the shoulder joint, keeping the head of the humerus firmly within the shallow socket of the shoulder. Rotator cuff injuries occur most often in people who repeatedly perform overhead motions or experience any sort of trauma to the shoulder. Degenerative tears can also occur because of gradual wearing down of the tendon. This degeneration naturally occurs as we age. Factors that lead to degenerative tears include repetitive stress, lack of blood supply, bone spurs, and increased age. Common symptoms of a rotator cuff tear include pain at rest or with activity, weakness, and crepitus. Typically, an anatomic shoulder is performed when the rotator cuff is stable and intact, and a reverse shoulder is performed for an insufficient rotator cuff. As this event is not related to zimmer biomet product, this event will be considered not reportable. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(6). Multiple MDR reports were filed for this event, please see associated reports: 0001822565 -2023 -01922 customer has indicated that the product will not be returned to zimmer biomet for investigation. The investigation is in process. Once the investigation has been completed, a follow-up report will be submitted.

Event description:
It was reported that the patient underwent a revision procedure due to a failed subscapularis. The cemented glenoid and humeral head were removed. The humeral stem was retained. Attempts have been made and additional information on the reported event is unavailable at this time.